Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the reported issue began on (B)(6) 2016 at approximately 10pm when she allegedly obtained blood glucose readings of 287 and 280mg/dl using the subject device which she felt were elevated compared to how she was feeling and/or her usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. In a related complaint the patient also alleged obtaining an error 4 message on the subject device. The patient stated that she usually manages her diabetes using pills, diet and/or exercise and it is unclear if she made any changes to her usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of tired and shaky an unspecified amount of time after the alleged issue began and reported self-treating these symptoms by consuming additional food and/or drink. At the time of troubleshooting, the csr was able to confirm that it was not the patient¿s first use of the device, the meter was set with the correct unit of measure and the test strips being used had been stored correctly and within expiry. The csr walked the patient through a control solution test and the result fell within the expected range. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.